Event description:
A malfunction occurred with the pump, displaying malfunction code 16, which could not be reset. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed to use multiple daily injections as a backup therapy, and technical support arranged for a replacement pump to be shipped. The customer was given guidance on how to place the pump into storage mode and return it using a pre-paid label within 10 days.